Manufacturer narrative:
Econn data was analyzed by ortho care. Tsc discussed the concern and indicated that the possible cause was the qc1 sample being scanned twice by the user and then saved. Vision would have deleted the duplicate and only tested the qc 1. Customer made the assumption that edits to qc sample ids would not over ride what was established in qc set up. However, the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. In this incident, the system is working as expected. This issue is being addressed in future software versions. (B)(4).

Event description:
Customer reported that the vision qc software allowed a user to modify their qc settings and the analyzer did not give an alert that changes were incorrect. Customer was initially configured to always have qc enabled and test albaqc samples (qc1 and qc3) for the aborh profile. During the review of their qc vision reports, the customer identified that only qc sample 1 was tested from (B)(6) to (B)(6). No qc3 (b pos) sample was tested within these dates for the aborh profile. Customer notes they were testing against IFU requirements. Customer has corrected their qc settings by adding the required qc 3 and has tested with qc1 and qc3 on (B)(6) 2018 and has tested within IFU requirements.